Manufacturer narrative:
Additional information provided in a.2. , a.3. , b.3. , b.5. , d.10. , h.6. And h.10 the lens was indicated as discarded. Only the ID and reply cards with the label set were returned. Associated products were not provided. It is unknown if qualified associated products were used. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been received that corneal clearing was delayed 1 day from increased operative time in eye. There was no patient harm.

Event description:
A nurse reported that during the lens implantation noticed a scratch on the lens. The lens was replaced with new lens during the initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).